Manufacturer narrative:
According to the customer, when sitting in the rollator doing dishes the wheel 'broke off' causing her to fall and hit her 'face, stomach, hip, and hand' on the ground. The customer reported her neighbor called 911, she went to the hospital, and an x-ray was taken of her hand. According to the customer the hospital notified her that, "there might be some fractures" and she should follow up with an orthopedic physician. The customer reported she has pain in her "stomach, hip, and hand" and her hand is "all swelled up". The customer reported she has been taking "oxycodone" that she was prescribed prior to the incident for the pain. Sample is not available for return. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when sitting in the rollator doing dishes the wheel 'broke off' causing her to fall and hit her 'face, stomach, hip, and hand' on the ground.